Manufacturer narrative:
The available information suggests this device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
Additional information was received indicating this device was explanted. The device was returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a charge time of 24.1 seconds with a monitoring voltage of 2.56 v. Approximately three months later, the device declared end of life (eol) with a monitoring voltage of 2.48 v and a charge time of 30 seconds. The patient was scheduled for a non-device related surgery. The device was planned to be electively programmed off permanently. Upon interrogation, it was noted that the device had not performed an automatic capacitor reformation since the device had declared eol. Two manual capacitor reformations were performed and both resulted in a charge time out. No adverse patient effects were reported.